Event description:
The customer called from the hospital for assistance with the basal rate settings. The customer stated that her doctor took her off the insulin pump due to low blood glucose levels, but is now putting her back on. The customer stated that she was in the hospital due to an infection unrelated to her diabetes. However, she was experiencing high blood glucose while in the hospital, and was treated with an injection. Assisted the customer with part of the basal rate settings as one of the recommended rates could not be programmed. Advised to double check the settings with the hcp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.